Event description:
I had the essure device implanted in (B)(6) of 2010 under the advice of my doctor who told me it was safe, non invasive and 100 percent effective with no side effects reported. After I got the implant, I noticed a lot of weight gain and a strange metallic taste in my mouth as well as odd painful periods. I mentioned this to the doctor which was quickly stated did not have to do with the implant. However, in (B)(6) 2014, I found out I was pregnant ( I had switched drs) and found out it was ectopic. I wanted to wait because I am completely pro life and wanted to give my baby a change however under the strict advice of my new dr, we underwent surgery. According to my dr and the pathology papers, my pregnancy had ruptured and both my tubes had to be removed. I was devastated. I did not expect another child and wasn't planning on it, however I was overjoyed when I found out I was expecting. However, due to this product I lost my baby and almost my life. I am still depressed about this and have lost most intimacy feeling because of my depression. This experience has changed my life and I pray no one else has to go through what I went through. I am still not sure if they are still in my body or not, so I live with fear everyday that they have migrated somewhere that cts can't find.